Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments regarding printing issues but also noted that once the paper was installed correctly the printer functioned as required. It was further noted that internal corrosion was found in the programmer and it was to be scrapped. (B)(4).

Event description:
It was reported that the programmer was printing a page, then a blank page and then another page. The programmer was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.